Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Patient stated that the issue started right after they got home from unrelated hospital stay on the 16th of may--pt states they cannot charge their ins. Patient mentioned that they stopped taking their pain medications for their leg and ankle because it was not hurting. The patient was redirected to their healthcare provider to further address the issue and agent sent an email to the field requesting a call back from a representative. No symptoms were reported.